Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. This MDR is being reported per FDA mandate.  Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device is in transit to manufacturer's' facility. Device evaluation will be performed upon arrival and a supplemental MDR to follow. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
The stellarex device was used in a severely calcified and slightly tortuous mid sfa. During inflation at nominal pressure for thirty seconds, the balloon ruptured. No patient injury reported.

Manufacturer narrative:
Block d10/g4: the stellarex device was returned for evaluation on 07/01/2020. Block h3: the stellarex device was returned for evaluation. Visual examination found presence of blood inside the balloon. During functional testing, the device was pressurized multiple times, but unable to inflate. To determine a balloon leak, the balloon portion was severed from the catheter shaft. Using a needle and syringe for inflation, the balloon was pressurized to nominal (8 atm) with no leaks noted. Although, there was no leak on the balloon, the reported complaint was confirmed conservatively, based on the presence of blood inside the balloon. H3 other text: placeholder.